Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient came back to for the stage 2 neurostimulator implantation, and while being prepped for surgery, the physician observed redness at the lead entry site. Drainage was also seen at the future pocket site where the stage 1 connections were made. Cultures were taken of both sites (results not specified). The physician opted not to proceed with the permanent stage 2 implant and the patient was treated for the infection. The patient had no other symptoms and was reported as doing well. They were scheduled to go on to the permanent implant in 60 to 90 days.